Event description:
Additional information: it was later reported that the cause of death was drowning after the truck drove into the lake. The cause of death was not device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Analysis of the pump revealed no anomaly, normal device function. Analysis of the partially returned catheter revealed a hole in the catheter body caused by deep abrasion.

Event description:
The pump and catheter were returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device registration system indicated that the patient had expired. The devices underwent routine analysis. The device system was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.